Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the coupling tool side on the air oscillator device was not functioning and defective. It was further determined that the device failed the following assessments at pretest: check performance, check the starting behavior, check frequency, min. 12¿000 to 16¿000 osc/min, check for air leak, check for excessive noise, check symmetry, check saw head, check saw blade quick coupling, general condition, and check status of development. It was noted in the service order that the coupling tool side on the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.